Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional from a clinical study regarding a patient who was implanted with a neurostimulator. It was reported the patient had a neurostimulator migration. The neurostimulator touched the skin but there was no wound or infection. Diagnostic methods included an examination on (B)(6) 2017 that confirmed the neurostimulator migration. Interventions involved explanting and replacing the neurostimulator (B)(6) 2017. The extension was additionally explanted and replaced as well the same day. The event had resulted in in-patient hospitalization or prolonged hospitalization. Etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae the day of replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that there were no patient symptoms related to the allegations. The cause of the vent remains unknown. No further complications are anticipated.